Event description:
Customer called to report that the insulin pump experienced a critical pump error. Customer stated that insulin stopped delivery. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed open book and pump history download confirms that alarm 35 occurred due to out of range force sensor zero off set. The force sensor measured to be -12.5 mv. The insulin pump was received with minor scratched lcd window and case.